Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported tip detachment. The additional therapy / removal of the tip appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal superficial femoral artery. The 5.5x150mm supera stent was deployed without issues. The supera was removed, it was then that it was noted that the tungsten tip had broken off and remained inside the patient. A .018 steelcore guide wire and a non-abbott support catheter were advanced, and a .014 extra sport guide wire, with a 3.0x20mm non-abbott balloon dilatation catheter were advanced outside the non-abbott support catheter to jail the detached tip. The tip was pulled into the sheath and was removed. There was no resistance during advancement or during removal of the device. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.